Event description:
It was reported that during a procedure, steam pop occurred. An echocardiography was performed. The patient was sent to ICU for close monitoring overnight because the patient's blood pressure continued to be low. There was never any evidence of perforation or actual complications.

Manufacturer narrative:
Biosense webster manufacturer's ref. No.'s are related to the same incident.